Event description:
Patient called alleging that they obtained an error 6 message on their meter and was unable to test. Patient was experiencing symptoms at the time of testing. Patient was feeling sweaty, dizzy and weak. They took 25u of humalin ate some food and contacted paramedics 30 minutes to an hour later. Since they was still not well. Paramedics tested patient and obtained a 247 mg/dl. Patient was not treated and was taken to the ER and was there fo three hours. At the ER patient was not treated. Their blood goucose was 167 mg/dl prior to being discharged. Customer service found out that the subject meter patient was calling about was replaced last year and patient never sent meter back to lfs. Error 6 message still appears on the meter, and customer service sent patient a new meter. This case is being reported as a malfunction.